Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was later reported that the infection was confirmed by wound culture. The patient had purulent driveline exit site drainage, pain, and mrsa/mssa on culture. The patient underwent an incision and drainage of driveline infection on (B)(6) 2025. They were on IV daptomycin for 6 weeks, starting (B)(6) 2025. Resolution of the infection has not yet been determined. It was noted that the patient previously had lower inr goal 1.5-1.8 due to history of gastrointestinal bleed/epistaxis. It was also said the thrombus finding was incidental and that the patient was asymptomatic. The thrombus was treated with a heparin drip and increased inr goal 2-3. A CT of the chest/abdomen/pelvis revealed proximal left ventricular assist device (lvad) outflow cannula thrombus with stenosis <50%. Hemolysis markers were normal, and no power spikes were seen on the lvad. Transthoracic echocardiogram showed stable decompressed left ventricle. The patient was discharged home on (B)(6) 2025, stable.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the report of suspected thrombus in the outflow graft could not be confirmed as no product was returned for evaluation and computed tomography (CT) images were not provided for review. A specific cause for the patient¿s driveline infection could not be conclusively determined through this evaluation. Further, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported dizziness and low blood pressure could not be conclusively established through this evaluation. Review of the submitted log files captured the pump functioning as intended at the fixed speed. No unusual events or alarms were noted. It was reported that the patient was admitted to the hospital with driveline exit site (dles) drainage, and a computed tomography scan of the chest, abdomen, and pelvis with contrast showed an increase in the amount of thrombus at the proximal end of the outflow cannula resulting in a less than 50% stenosis. The patient also complained of feeling dizzy and had low blood pressure. It was communicated that CT images were not available in pdf format for review. The thrombus was an incidental finding, and the patient was reportedly asymptomatic. A heparin drip and increased international normalized ratio (inr) goal were used to treat the thrombus. The patient¿s hemolysis markers were normal, and no increases in power were noted on the left ventricular assist device. Additionally, a transthoracic echocardiogram showed a stable, decompressed left ventricle. The account discharged the patient in stable condition but will continue to monitor the reported thrombus. It was also communicated that the patient¿s infection was confirmed through a wound culture which revealed methicillin-resistant and methicillin-sensitive staphylococcus aureus. Clinical symptoms included purulent dles drainage and pain. The infection was treated with an incision and driveline drainage as well as intravenous antibiotics; however, it has not yet been determined if the treatment resolved the event as repeat cultures have not been performed. It was also communicated that the patient previously had a lower inr goal due to history of gastrointestinal bleeding and epistaxis which are captured under (B)(4), respectively. No recent changes to pump parameters were reported. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the electronic IFU page of the abbott website. The heartmate 3 lvas IFU, rev. D and the heartmate 3 lvas patient handbook, rev. A are currently available. Section 1 of the IFU, "introduction," lists potential adverse events, including pump thrombosis and infection (local, driveline, and pump pocket), which may be associated with the use of heartmate 3 left ventricular assist system. Section 5 of the IFU, "surgical procedures", instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. This section also instructs to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 of the IFU, ¿patient care and management¿, lists thromboembolism and infection as potential late postimplant complications. This section, under ¿anticoagulation¿, also provides the recommended anticoagulation regimen, including inr range, as well as suggested anticoagulation modifications. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that in regard to the experience of epistaxis, the onset was in 01jun2023. The patient underwent a nasal clot removal with floseal, surgicel placement with nasal cavity for bleeding, and nasal packing with merocels. The bleeding resolved with reduced international normalized ratio goal and octreotide. The gastrointestinal bleed was discovered on (B)(6) 2025 through endoscopy/ colonoscopy procedure. A polyp was removed from sigmoid colon, and an ulceration was noted at ileocecal valce. The bleeding resolved after the polyp removal. It was not determined if either incident was related to the device or device therapy.

Manufacturer narrative:
Section b1: type of report corrected. Section h6: health effect - clinical code, health effect - impact code and medical device problem code corrected. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient's gi bleed in (B)(6) 2025 is reported under MFR #: 2916596-2025-05728. The patient's epistaxis in (B)(6) 2023 is reported under MFR #: 2916596-2025-05727.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was admitted for a driveline exit site drainage. A computed tomography scan taken 0n (B)(6) 2025, with contrast, showed¿ interval increase in the amount of thrombus at the proximal segment of the outflow cannula of the left ventricular assist device resulting in less than 50 percent stenosis at this time¿. The patient complained that they felt dizzy and had a mean arterial pressure of 68. Log files were submitted for review, capturing pulsatility index events only.